Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("bleeding for over a year"), ovarian cyst ("cyst/5 cm cyst on right ovary"), autoimmune disorder ("autoimmune disorder or disease"), hepatitis ("liver inflamed"), appendicitis ("appendix inflamed"), appendicitis perforated ("appendix ruptured inflammation had to be removed"), cholecystitis ("gallbladder inflamed"), incisional hernia ("hernia pocket which requires additional surgery due to stomach bursting open"), inflammation ("kidneys inflamed/inflammatory disorder") and scar ("scar tissue") in a female patient who had essure (batch no. 629311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 1999, multigravida and c-section in 2004. Previously administered products included for an unreported indication: depo provera from 1999 to 2009, hydrocodon-acetaminophen, mirtazapine, lovastatin, naproxen, lisinopril, tizanidine hcl, indapamide, terconazole cream, duloxetine hcl dr and escitalopram. Concurrent conditions included overweight. In 2009, 107 days before insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hepatitis (seriousness criteria hospitalization and medically significant), appendicitis (seriousness criteria hospitalization and medically significant), appendicitis perforated (seriousness criterion medically significant), cholecystitis (seriousness criteria hospitalization and medically significant), abdominal wound dehiscence (seriousness criterion medically significant), inflammation (seriousness criterion hospitalization), medical device pain ("severe and permanent pain/pain/ in ER multiple times due to pain from essure"), menometrorrhagia ("had a period for 6 months"), adnexa uteri pain ("had extreme persistent pain and cyst/5 cm cyst on right ovary"), scar ("had two surgeries to remove scar tissue and see what was causing pain and remove cyst"), urinary tract infection ("multiple utls and infections"), dysuria ("trouble peeing on self"), blood urine present ("blood in urine"), liver disorder ("liver disorder or disease"), hypertension ("high blood pressure"), eye disorder ("eye problems"), hypoaesthesia ("numb and swelling in hands"), peripheral swelling ("numb and swelling in hands and feet, legs"), vision blurred ("blurred vision"), tinnitus ("ringing in ears"), vascular pain ("pain in veins"), depression ("depression"), anxiety ("anxiety/mental anguish"), hernia ("hernia pocket which requires additional surgery due to stomach bursting open") and ovarian cyst ("cyst/5 cm cyst on right ovary"). The patient was treated with co-trimoxazole (bactrim), potassium, surgery (hysterectomy with essure removal), surgery (ablation was done in (B)(6) 2009) and surgery (oophorectomy in (B)(6) 2017). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, migraine and arthralgia had not resolved and the genital haemorrhage, autoimmune disorder, hepatitis, appendicitis, appendicitis perforated, cholecystitis, abdominal wound dehiscence, inflammation, medical device pain, menometrorrhagia, adnexa uteri pain, scar, urinary tract infection, dysuria, blood urine present, liver disorder, hypertension, eye disorder, hypoaesthesia, peripheral swelling, vision blurred, tinnitus, vascular pain, depression, anxiety, hernia and ovarian cyst outcome was unknown. The reporter considered abdominal wound dehiscence, adnexa uteri pain, anxiety, appendicitis, appendicitis perforated, arthralgia, autoimmune disorder, blood urine present, cholecystitis, depression, dysuria, eye disorder, genital haemorrhage, hepatitis, hernia, hypertension, hypoaesthesia, inflammation, liver disorder, medical device pain, menometrorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, peripheral swelling, scar, tinnitus, urinary tract infection, vascular pain and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2016, pathology test revealed uterus hysterectomy. For cervix, reactive squamous mucosa, stenotic endocervical canal not probe patent into the endometrial cavity and no evidence of in situ or invasive malignancy. For endometrium, thin endometrial lining cavity that showed no connection to the cervix; prior history of endometrial ablation, no evidence of endometritis, hyperplasia or malignancy. For myometrium, adenomyosis was noted. For serosa, fibrovascular adhesions, no evidence of endometriosis. Bilateral fallopian tubes, salpingectomy was done. Serosal adhesions fibrosis and had past history of essure application. Benign paratubal cyst on right. No evidence of neoplasm or endometriosis. Addendum diagnosis for bilateral tubes was essure cords found in most proximal isthmic fallopian tube, retained. She enquired about the absence of the cords at the time of my gross exam. She assumed they had been removed prior to submission. She related that they were likely missed on my exam or obscured by the metallic clips she noted in the proximal tube. On re-examination of the specimen, she saw the small cords inside the lumen of the proximal tube on both sides,- in the portion of the tube still attached to the fundus. She had removed the small portions of the tube with the cords. They remain in formalin, which was a caustic agent that should not be inhaled or consumed in any way. Splashes noted. On (B)(6) 2017- first of 3 readings revealed nickel sulfate negative. Positive for neomycin sulfate, potassium dichromate, cobalt dichloride, fragrance mix, p-phenylenediamine, thimerosal and gold sodium thiosulfate. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event "severe and persistent injuries" was updated to "severe and persistent pain". Historical conditions, historical drugs, lab data, concomitant condition and treatment drugs added. Essure lot number, indication and removal date was provided. New serious events added: pelvic inflammatory disease, bleeding for over a year, cyst/5 cm cyst on right ovary, autoimmune disorder or disease, liver inflamed, appendix inflamed, appendix ruptured due to inflammation had to be removed, gallbladder inflamed, hernia pocket which requires additional surgery due to stomach bursting open, kidneys inflamed/inflammatory disorder and scar tissue. Additional non-serious events added in the case. Essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('bleeding for over a year/bleeding'), ovarian cyst ('cyst/5 cm cyst on right ovary/ appendix ruptured due to be removed'), autoimmune disorder ('autoimmune disorder or disease'), hepatitis ('liver inflamed'), appendicitis ('appendix inflamed'), appendicitis perforated ('appendix ruptured inflammation had to be removed/ appendix ruptured due to inflammation had to be removed'), cholecystitis ('gallbladder inflamed'), incisional hernia ('hernia pocket which requires additional surgery due to stomach bursting open/hernia surgery'), nephritis ('kidneys inflamed/inflammatory disorder') and scar ('scar tissue/ had two surgeries to remove scar tissue') in an adult female patient who had essure (batch no. 629311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "didn¿t use birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included c-section in 2004, c-section in 1999 and multigravida. On (B)(6) 2016, pathology test revealed uterus hysterectomy. For cervix, reactive squamous mucosa, stenotic endocervical canal not probe patent into the endometrial cavity and no evidence of in situ or invasive malignancy. For endometrium, thin endometrial lining cavity that showed no connection to the cervix; prior history of endometrial ablation, no evidence of endometritis, hyperplasia or malignancy. For myometrium, adenomyosis was noted. For serosa, fibrovascular adhesions, no evidence of endometriosis. Bilateral fallopian tubes, salpingectomy was done. Serosal adhesions fibrosis and had past history of essure application. Benign paratubal cyst on right. No evidence of neoplasm or endometriosis. Addendum diagnosis for bilateral tubes was essure cords found in most proximal isthmic fallopian tube, retained. She enquired about the absence of the cords at the time of my gross exam. She assumed they had been removed prior to submission. She related that they were likely missed on my exam or obscured by the metallic clips she noted in the proximal tube. On re-examination of the specimen, she saw the small cords inside the lumen of the proximal tube on both sides, in the portion of the tube still attached to the fundus. She had removed the small portions of the tube with the cords. They remain in formalin, which was a caustic agent that should not be inhaled or consumed in any way. Splashes noted. On (B)(6) 2017 first of 3 readings revealed nickel sulfate negative. Positive for neomycin sulfate, potassium dichromate, cobalt dichloride, fragrance mix, p-phenylenediamine, thimerosal and gold sodium thiosulfate. Previously administered products included for an unreported indication: depo provera from 1999 to 2009, hydrocodon-acetaminophen, mirtazapine, lovastatin, naproxen, lisinopril, tizanidine hcl, indapamide, terconazole cream, duloxetine hcl dr and escitalopram. Concurrent conditions included overweight, heavy periods and vaginal bleeding. Concomitant products included duloxetine hydrochloride (duloxetine hcl), escitalopram, indapamide, lisinopril, lovastatin, mirtazapine, naproxen, terconazole and tizanidine hydrochloride (tizanidine hcl). In 2009, the patient experienced migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("severe and permanent pain/pain/ in ER multiple times due to pain from essure/ pelvic pain/ had extreme persistent pain/was hospitalized 2 times due to pain/pelvic pain") and urticaria ("hives"). In 2011, the patient experienced arthralgia ("joint pain/joints pain constant/hips pain constant"). In 2012, the patient experienced back pain ("back pain constant"), eye pain ("eyes pain constant") and abdominal pain upper ("stomach pain constant"). In 2013, the patient experienced pain in extremity ("leg pain constant/pain in legs"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hepatitis (seriousness criteria hospitalization and medically significant), appendicitis (seriousness criteria hospitalization and medically significant), appendicitis perforated (seriousness criterion medically significant), cholecystitis (seriousness criteria hospitalization and medically significant), incisional hernia (seriousness criterion medically significant), nephritis (seriousness criterion hospitalization), scar (seriousness criterion medically significant), menometrorrhagia ("had a period for 6 months"), urinary tract infection ("multiple utls and infections"), dysuria ("trouble peeing on self"), liver disorder ("liver disorder or disease"), hypertension ("high blood pressure"), the first episode of eye disorder ("eye problems"), hypoaesthesia ("numb in hands, feet and legs"), peripheral swelling ("swelling in hands and feet, legs"), vision blurred ("blurred vision/ vision issues"), tinnitus ("ringing in ears"), vascular pain ("pain in veins"), depression ("depression"), anxiety ("anxiety/mental anguish"), rash ("rash all over"), pruritus ("itching all over"), abdominal pain ("pain in left abdomen"), abdominal pain lower ("lower abdomen right and left side pain/ feels like a knife stabbing"), headache ("head pain constant"), allergy to metals ("nickel allergy no idea of exact allergy/ experienced a hypersensitivity reaction to nickel") with urticaria and rash, dysgeusia ("metal taste in mouth"), the second episode of eye disorder ("fluid behind eyes"), alopecia ("loss of hair"), complication of device removal ("she was advised of complications of her essure removal procedure") and sepsis ("sepsis") and was found to have blood urine present ("blood in urine"). The patient was treated with potassium, sulfamethoxazole;trimethoprim (bactrim) and surgery (ablation was done in end of 2009, hysterectomy with essure removal, oophorectomy in (B)(6) 2017, additional surgery to stomach bursting open/hernia surgery, appendix had to be removed and to remove scar tissue). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, migraine, arthralgia, pain in extremity, back pain, abdominal pain lower, eye pain and abdominal pain upper had not resolved, the genital haemorrhage, ovarian cyst, autoimmune disorder, hepatitis, appendicitis, appendicitis perforated, cholecystitis, incisional hernia, nephritis, scar, pelvic pain, menometrorrhagia, urinary tract infection, dysuria, blood urine present, liver disorder, hypertension, hypoaesthesia, peripheral swelling, vision blurred, tinnitus, vascular pain, depression, anxiety, rash, pruritus, headache, allergy to metals, dysgeusia, the last episode of eye disorder, alopecia, complication of device removal, urticaria and sepsis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, appendicitis, appendicitis perforated, arthralgia, autoimmune disorder, back pain, blood urine present, cholecystitis, complication of device removal, depression, dysgeusia, dysuria, eye pain, genital haemorrhage, headache, hepatitis, hypertension, hypoaesthesia, incisional hernia, liver disorder, menometrorrhagia, migraine, nephritis, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, peripheral swelling, pruritus, rash, scar, sepsis, tinnitus, urinary tract infection, urticaria, vascular pain, vision blurred, the first episode of eye disorder and the second episode of eye disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2020: plaintiff fact sheet received : event added- sepsis was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("bleeding for over a year"), ovarian cyst ("cyst/5 cm cyst on right ovary/ appendix ruptured due to be removed"), autoimmune disorder ("autoimmune disorder or disease"), hepatitis ("liver inflamed"), appendicitis ("appendix inflamed"), appendicitis perforated ("appendix ruptured inflammation had to be removed"), cholecystitis ("gallbladder inflammed"), incisional hernia ("hernia pocket which requires additional surgery due to stomach bursting open"), nephritis ("kidneys inflamed/inflammatory disorder") and scar ("scar tissue") in a female patient who had essure (batch no. 629311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "didn¿t use birth control or contraception at any time following her essure placement procedure". The patient's past medical history included c-section in 1999, multigravida and c-section in 2004. Previously administered products included for an unreported indication: depo provera from 1999 to 2009, hydrocodon-acetaminophen, mirtazapine, lovastatin, naproxen, lisinopril, tizanidine hcl, indapamide, terconazole cream, duloxetine hcl dr and escitalopram. Concurrent conditions included overweight. In 2009, the patient experienced migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced arthralgia ("joint pain/joints pain constant/hips pain constant"). In 2012, the patient experienced back pain ("back pain constant"), eye pain ("eyes pain constant") and abdominal pain upper ("stomach pain constant"). In 2013, the patient experienced pain in extremity ("leg pain constant"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hepatitis (seriousness criteria hospitalization and medically significant), appendicitis (seriousness criteria hospitalization and medically significant), appendicitis perforated (seriousness criterion medically significant), cholecystitis (seriousness criteria hospitalization and medically significant), incisional hernia (seriousness criterion medically significant), nephritis (seriousness criterion hospitalization), scar (seriousness criterion medically significant), pelvic pain ("severe and permanent pain/pain/ in ER multiple times due to pain from essure/ pelvic pain"), menometrorrhagia ("had a period for 6 months"), urinary tract infection ("multiple utls and infections"), dysuria ("trouble peeing on self"), blood urine present ("blood in urine"), liver disorder ("liver disorder or disease"), hypertension ("high blood pressure"), the first episode of eye disorder ("eye problems"), hypoaesthesia ("numb in hands, feet and legs"), peripheral swelling ("swelling in hands and feet, legs"), vision blurred ("blurred vision"), tinnitus ("ringing in ears"), vascular pain ("pain in veins"), depression ("depression"), anxiety ("anxiety/mental anguish"), rash generalised ("rash all over"), pruritus generalised ("itching all over"), abdominal pain ("pain in left abdomen"), abdominal pain lower ("lower abdomen right and left side pain/ feels like a knife stabbing"), headache ("head pain constant"), allergy to metals ("nickel allergyno idea of exact allergy/ experienced a hypersensitivity reaction to nickel") with urticaria and rash, dysgeusia ("metal taste in mouth"), the second episode of eye disorder ("fluid behind eyes"), alopecia ("loss of hair") and complication of device removal ("she was advised of complications of her essure removal procedure"). The patient was treated with co-trimoxazole (bactrim), potassium, surgery (hysterectomy with essure removal), surgery (ablation was done in end of 2009), surgery (oophorectomy in (B)(6) 2017), surgery (appendix had to be removed), surgery (addtiional surgery to stomach bursting open) and surgery (to remove scar tissue). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, migraine, arthralgia, pain in extremity, back pain, abdominal pain lower, eye pain and abdominal pain upper had not resolved, the genital haemorrhage, ovarian cyst, autoimmune disorder, hepatitis, appendicitis, appendicitis perforated, cholecystitis, incisional hernia, nephritis, scar, pelvic pain, menometrorrhagia, urinary tract infection, dysuria, blood urine present, liver disorder, hypertension, hypoaesthesia, peripheral swelling, vision blurred, tinnitus, vascular pain, depression, anxiety, rash generalised, pruritus generalised, headache, allergy to metals, dysgeusia, the last episode of eye disorder, alopecia and complication of device removal outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, appendicitis, appendicitis perforated, arthralgia, autoimmune disorder, back pain, blood urine present, cholecystitis, complication of device removal, depression, dysgeusia, dysuria, eye pain, genital haemorrhage, headache, hepatitis, hypertension, hypoaesthesia, incisional hernia, liver disorder, menometrorrhagia, migraine, nephritis, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, peripheral swelling, pruritus generalised, rash generalised, scar, tinnitus, urinary tract infection, vascular pain, vision blurred, the first episode of eye disorder and the second episode of eye disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. On (B)(6) 2016, pathology test revealed uterus hysterectomy. For cervix, reactive squamous mucosa, stenotic endocervical canal not probe patent into the endometrial cavity and no evidence of in situ or invasive malignancy. For endometrium, thin endometrial lining cavity that showed no connection to the cervix; prior history of endometrial ablation, no evidence of endometritis, hyperplasia or malignancy. For myometrium, adenomyosis was noted. For serosa, fibrovascular adhesions, no evidence of endometriosis. Bilateral fallopian tubes, salpingectomy was done. Serosal adhesions fibrosis and had past history of essure application. Benign paratubal cyst on right. No evidence of neoplasm or endometriosis. Addendum diagnosis for bilateral tubes was essure cords found in most proximal isthmic fallopian tube, retained. She enquired about the absence of the cords at the time of my gross exam. She assumed they had been removed prior to submission. She related that they were likely missed on my exam or obscured bythe metallic clips she noted in the proximal tube. On re-examination of the specimen, she saw the small cords inside the lumen of the proximal tube on both sides,- in the portion of the tube still attached to the fundus. She had removed the small portions of the tube with the cords. They remain in formalin, which was a caustic agent that should not be inhaled or consumed in any way. Splashes noted. On (B)(6) 2017 and (B)(6) 2017- first of 3 readings revealed nickel sulfate negative. Positive for neomycin sulfate, potassium dichromate, cobalt dichloride, fragrance mix, p-phenylenediamine, thimerosal and gold sodium thiosulfate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("bleeding for over a year/bleeding"), ovarian cyst ("cyst/5 cm cyst on right ovary/ appendix ruptured due to be removed"), autoimmune disorder ("autoimmune disorder or disease"), hepatitis ("liver inflamed"), appendicitis ("appendix inflamed"), appendicitis perforated ("appendix ruptured inflammation had to be removed/ appendix ruptured due to inflammation had to be removed"), cholecystitis ("gallbladder inflammed"), incisional hernia ("hernia pocket which requires additional surgery due to stomach bursting open/hernia surgery"), nephritis ("kidneys inflamed/inflammatory disorder") and scar ("scar tissue/ had two surgeries to remove scar tissue") in an adult female patient who had essure (batch no. 629311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and treatment noncompliance "didn¿t use birth control or contraception at any time following her essure placement procedure". The patient's medical history included c-section in 1999, multigravida and c-section in 2004. *on (B)(6) 2016, pathology test revealed uterus hysterectomy. For cervix, reactive squamous mucosa, stenotic endocervical canal not probe patent into the endometrial cavity and no evidence of in situ or invasive malignancy. For endometrium, thin endometrial lining cavity that showed no connection to the cervix; prior history of endometrial ablation, no evidence of endometritis, hyperplasia or malignancy. For myometrium, adenomyosis was noted. For serosa, fibrovascular adhesions, no evidence of endometriosis. Bilateral fallopian tubes, salpingectomy was done. Serosal adhesions fibrosis and had past history of essure application. Benign paratubal cyst on right. No evidence of neoplasm or endometriosis. Addendum diagnosis for bilateral tubes was essure cords found in most proximal isthmic fallopian tube, retained. She enquired about the absence of the cords at the time of my gross exam. She assumed they had been removed prior to submission. She related that they were likely missed on my exam or obscured bythe metallic clips she noted in the proximal tube. On re-examination of the specimen, she saw the small cords inside the lumen of the proximal tube on both sides,- in the portion of the tube still attached to the fundus. She had removed the small portions of the tube with the cords. They remain in formalin, which was a caustic agent that should not be inhaled or consumed in any way. Splashes noted. On (B)(6) 2017 and (B)(6) 2017- first of 3 readings revealed nickel sulfate negative. Positive for neomycin sulfate, potassium dichromate, cobalt dichloride, fragrance mix, p-phenylenediamine, thimerosal and gold sodium thiosulfate. Previously administered products included for an unreported indication: depo provera from 1999 to 2009, hydrocodon-acetaminophen, mirtazapine, lovastatin, naproxen, lisinopril, tizanidine hcl, indapamide, terconazole cream, duloxetine hcl dr and escitalopram. Concurrent conditions included overweight, heavy periods and vaginal bleeding. Concomitant products included duloxetine hydrochloride (duloxetine hcl), escitalopram, indapamide, lisinopril, lovastatin, mirtazapine, naproxen, terconazole and tizanidine hydrochloride (tizanidine hcl). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"). In 2010, the patient experienced pelvic pain ("severe and permanent pain/pain/ in ER multiple times due to pain from essure/ pelvic pain/ had extreme persistent pain/was hospitalized 2 times due to pain/pelvic pain") and urticaria ("hives"). In 2011, the patient experienced arthralgia ("joint pain/joints pain constant/hips pain constant"). In 2012, the patient experienced back pain ("back pain constant"), eye pain ("eyes pain constant") and abdominal pain upper ("stomach pain constant"). In 2013, the patient experienced pain in extremity ("leg pain constant/pain in legs"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hepatitis (seriousness criteria hospitalization and medically significant), appendicitis (seriousness criteria hospitalization and medically significant), appendicitis perforated (seriousness criterion medically significant), cholecystitis (seriousness criteria hospitalization and medically significant), incisional hernia (seriousness criterion medically significant), nephritis (seriousness criterion hospitalization), scar (seriousness criterion medically significant), menometrorrhagia ("had a period for 6 months"), urinary tract infection ("multiple utls and infections"), dysuria ("trouble peeing on self"), liver disorder ("liver disorder or disease"), hypertension ("high blood pressure"), the first episode of eye disorder ("eye problems"), hypoaesthesia ("numb in hands, feet and legs"), peripheral swelling ("swelling in hands and feet, legs"), vision blurred ("blurred vision/ vision issues"), tinnitus ("ringing in ears"), vascular pain ("pain in veins"), depression ("depression"), anxiety ("anxiety/mental anguish"), rash generalised ("rash all over"), pruritus generalised ("itching all over"), abdominal pain ("pain in left abdomen"), abdominal pain lower ("lower abdomen right and left side pain/ feels like a knife stabbing"), headache ("head pain constant"), allergy to metals ("nickel allergyno idea of exact allergy/ experienced a hypersensitivity reaction to nickel") with urticaria and rash, dysgeusia ("metal taste in mouth"), the second episode of eye disorder ("fluid behind eyes"), alopecia ("loss of hair") and complication of device removal ("she was advised of complications of her essure removal procedure") and was found to have blood urine present ("blood in urine"). The patient was treated with potassium, sulfamethoxazole;trimethoprim (bactrim) and surgery (ablation was done in end of 2009, hysterectomy with essure removal, oophorectomy in (B)(6) 2017, addtiional surgery to stomach bursting open/hernia surgery, appendix had to be removed and to remove scar tissue). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, migraine, arthralgia, pain in extremity, back pain, abdominal pain lower, eye pain and abdominal pain upper had not resolved, the genital haemorrhage, ovarian cyst, autoimmune disorder, hepatitis, appendicitis, appendicitis perforated, cholecystitis, incisional hernia, nephritis, scar, pelvic pain, menometrorrhagia, urinary tract infection, dysuria, blood urine present, liver disorder, hypertension, hypoaesthesia, peripheral swelling, vision blurred, tinnitus, vascular pain, depression, anxiety, rash generalised, pruritus generalised, headache, allergy to metals, dysgeusia, the last episode of eye disorder, alopecia, complication of device removal and urticaria outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, appendicitis, appendicitis perforated, arthralgia, autoimmune disorder, back pain, blood urine present, cholecystitis, complication of device removal, depression, dysgeusia, dysuria, eye pain, genital haemorrhage, headache, hepatitis, hypertension, hypoaesthesia, incisional hernia, liver disorder, menometrorrhagia, migraine, nephritis, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, peripheral swelling, pruritus generalised, rash generalised, scar, tinnitus, urinary tract infection, urticaria, vascular pain, vision blurred, the first episode of eye disorder and the second episode of eye disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain and genital bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet received : event added- device monitoring procedure not performed. Concomitant products added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("bleeding for over a year"), ovarian cyst ("cyst/5 cm cyst on right ovary/ appendix ruptured due to be removed"), autoimmune disorder ("autoimmune disorder or disease"), hepatitis ("liver inflamed"), appendicitis ("appendix inflamed"), appendicitis perforated ("appendix ruptured inflammation had to be removed"), cholecystitis ("gallbladder inflammed"), incisional hernia ("hernia pocket which requires additional surgery due to stomach bursting open"), nephritis ("kidneys inflamed/inflammatory disorder") and scar ("scar tissue") in an adult female patient who had essure (batch no. 629311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "didn¿t use birth control or contraception at any time following her essure placement procedure". The patient's past medical history included c-section in 1999, multigravida and c-section in 2004. Previously administered products included for an unreported indication: depo provera from 1999 to 2009, hydrocodon-acetaminophen, mirtazapine, lovastatin, naproxen, lisinopril, tizanidine hcl, indapamide, terconazole cream, duloxetine hcl dr and escitalopram. Concurrent conditions included overweight, heavy periods and vaginal bleeding. In 2009, the patient experienced migraine ("migraines"). On 30-sep-2009, the patient had essure inserted. In 2010, the patient experienced urticaria ("hives"). In 2011, the patient experienced arthralgia ("joint pain/joints pain constant/hips pain constant"). In 2012, the patient experienced back pain ("back pain constant"), eye pain ("eyes pain constant") and abdominal pain upper ("stomach pain constant"). In 2013, the patient experienced pain in extremity ("leg pain constant"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hepatitis (seriousness criteria hospitalization and medically significant), appendicitis (seriousness criteria hospitalization and medically significant), appendicitis perforated (seriousness criterion medically significant), cholecystitis (seriousness criteria hospitalization and medically significant), incisional hernia (seriousness criterion medically significant), nephritis (seriousness criterion hospitalization), scar (seriousness criterion medically significant), pelvic pain ("severe and permanent pain/pain/ in ER multiple times due to pain from essure/ pelvic pain"), menometrorrhagia ("had a period for 6 months"), urinary tract infection ("multiple utls and infections"), dysuria ("trouble peeing on self"), blood urine present ("blood in urine"), liver disorder ("liver disorder or disease"), hypertension ("high blood pressure"), the first episode of eye disorder ("eye problems"), hypoaesthesia ("numb in hands, feet and legs"), peripheral swelling ("swelling in hands and feet, legs"), vision blurred ("blurred vision"), tinnitus ("ringing in ears"), vascular pain ("pain in veins"), depression ("depression"), anxiety ("anxiety/mental anguish"), rash generalised ("rash all over"), pruritus generalised ("itching all over"), abdominal pain ("pain in left abdomen"), abdominal pain lower ("lower abdomen right and left side pain/ feels like a knife stabbing"), headache ("head pain constant"), allergy to metals ("nickel allergyno idea of exact allergy/ experienced a hypersensitivity reaction to nickel") with urticaria and rash, dysgeusia ("metal taste in mouth"), the second episode of eye disorder ("fluid behind eyes"), alopecia ("loss of hair") and complication of device removal ("she was advised of complications of her essure removal procedure"). The patient was treated with co-trimoxazole (bactrim), potassium, surgery (hysterectomy with essure removal), surgery (ablation was done in end of 2009), surgery (oophorectomy in (B)(6) 2017), surgery (appendix had to be removed), surgery (addtiional surgery to stomach bursting open) and surgery (to remove scar tissue). Essure was removed in january 2016. At the time of the report, the pelvic inflammatory disease, migraine, arthralgia, pain in extremity, back pain, abdominal pain lower, eye pain and abdominal pain upper had not resolved, the genital haemorrhage, ovarian cyst, autoimmune disorder, hepatitis, appendicitis, appendicitis perforated, cholecystitis, incisional hernia, nephritis, scar, pelvic pain, menometrorrhagia, urinary tract infection, dysuria, blood urine present, liver disorder, hypertension, hypoaesthesia, peripheral swelling, vision blurred, tinnitus, vascular pain, depression, anxiety, rash generalised, pruritus generalised, headache, allergy to metals, dysgeusia, the last episode of eye disorder, alopecia, complication of device removal and urticaria outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, appendicitis, appendicitis perforated, arthralgia, autoimmune disorder, back pain, blood urine present, cholecystitis, complication of device removal, depression, dysgeusia, dysuria, eye pain, genital haemorrhage, headache, hepatitis, hypertension, hypoaesthesia, incisional hernia, liver disorder, menometrorrhagia, migraine, nephritis, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, peripheral swelling, pruritus generalised, rash generalised, scar, tinnitus, urinary tract infection, urticaria, vascular pain, vision blurred, the first episode of eye disorder and the second episode of eye disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. On (B)(6) 2016, pathology test revealed uterus hysterectomy. For cervix, reactive squamous mucosa, stenotic endocervical canal not probe patent into the endometrial cavity and no evidence of in situ or invasive malignancy. For endometrium, thin endometrial lining cavity that showed no connection to the cervix; prior history of endometrial ablation, no evidence of endometritis, hyperplasia or malignancy. For myometrium, adenomyosis was noted. For serosa, fibrovascular adhesions, no evidence of endometriosis. Bilateral fallopian tubes, salpingectomy was done. Serosal adhesions fibrosis and had past history of essure application. Benign paratubal cyst on right. No evidence of neoplasm or endometriosis. Addendum diagnosis for bilateral tubes was essure cords found in most proximal isthmic fallopian tube, retained. She enquired about the absence of the cords at the time of my gross exam. She assumed they had been removed prior to submission. She related that they were likely missed on my exam or obscured bythe metallic clips she noted in the proximal tube. On re-examination of the specimen, she saw the small cords inside the lumen of the proximal tube on both sides,- in the portion of the tube still attached to the fundus. She had removed the small portions of the tube with the cords. They remain in formalin, which was a caustic agent that should not be inhaled or consumed in any way. Splashes noted. On (B)(6) 2017 and (B)(6) 2017- first of 3 readings revealed nickel sulfate negative. Positive for neomycin sulfate, potassium dichromate, cobalt dichloride, fragrance mix, p-phenylenediamine, thimerosal and gold sodium thiosulfate. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet and medical records received-- reporter information updated. New event hives was added. Concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('bleeding for over a year/bleeding'), ovarian cyst ('cyst/5 cm cyst on right ovary/ appendix ruptured due to be removed'), autoimmune disorder ('autoimmune disorder or disease'), hepatitis ('liver inflamed'), appendicitis ('appendix inflamed'), appendicitis perforated ('appendix ruptured inflammation had to be removed/ appendix ruptured due to inflammation had to be removed'), cholecystitis ('gallbladder inflammed'), incisional hernia ('hernia pocket which requires additional surgery due to stomach bursting open/hernia surgery'), nephritis ('kidneys inflamed/inflammatory disorder') and scar ('scar tissue/ had two surgeries to remove scar tissue') in an adult female patient who had essure (batch no. 629311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "didn¿t use birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included c-section in 2004, c-section in 1999 and multigravida. On (B)(6) 2016, pathology test revealed uterus hysterectomy. For cervix, reactive squamous mucosa, stenotic endocervical canal not probe patent into the endometrial cavity and no evidence of in situ or invasive malignancy. For endometrium, thin endometrial lining cavity that showed no connection to the cervix; prior history of endometrial ablation, no evidence of endometritis, hyperplasia or malignancy. For myometrium, adenomyosis was noted. For serosa, fibrovascular adhesions, no evidence of endometriosis. Bilateral fallopian tubes, salpingectomy was done. Serosal adhesions fibrosis and had past history of essure application. Benign paratubal cyst on right. No evidence of neoplasm or endometriosis. Addendum diagnosis for bilateral tubes was essure cords found in most proximal isthmic fallopian tube, retained. She enquired about the absence of the cords at the time of my gross exam. She assumed they had been removed prior to submission. She related that they were likely missed on my exam or obscured bythe metallic clips she noted in the proximal tube. On re-examination of the specimen, she saw the small cords inside the lumen of the proximal tube on both sides,- in the portion of the tube still attached to the fundus. She had removed the small portions of the tube with the cords. They remain in formalin, which was a caustic agent that should not be inhaled or consumed in any way. Splashes noted. On (B)(6) 2017 and (B)(6) 2017- first of 3 readings revealed nickel sulfate negative. Positive for neomycin sulfate, potassium dichromate, cobalt dichloride, fragrance mix, p-phenylenediamine, thimerosal and gold sodium thiosulfate. Previously administered products included for an unreported indication: depo provera from 1999 to 2009, hydrocodon-acetaminophen, mirtazapine, lovastatin, naproxen, lisinopril, tizanidine hcl, indapamide, terconazole cream, duloxetine hcl dr and escitalopram. Concurrent conditions included overweight, heavy periods and vaginal bleeding. Concomitant products included duloxetine hydrochloride (duloxetine hcl), escitalopram, indapamide, lisinopril, lovastatin, mirtazapine, naproxen, terconazole and tizanidine hydrochloride (tizanidine hcl). In 2009, the patient experienced migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("severe and permanent pain/pain/ in ER multiple times due to pain from essure/ pelvic pain/ had extreme persistent pain/was hospitalized 2 times due to pain/pelvic pain") and urticaria ("hives"). In 2011, the patient experienced arthralgia ("joint pain/joints pain constant/hips pain constant"). In 2012, the patient experienced back pain ("back pain constant"), eye pain ("eyes pain constant") and abdominal pain upper ("stomach pain constant"). In 2013, the patient experienced pain in extremity ("leg pain constant/pain in legs"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hepatitis (seriousness criteria hospitalization and medically significant), appendicitis (seriousness criteria hospitalization and medically significant), appendicitis perforated (seriousness criterion medically significant), cholecystitis (seriousness criteria hospitalization and medically significant), incisional hernia (seriousness criterion medically significant), nephritis (seriousness criterion hospitalization), scar (seriousness criterion medically significant), menometrorrhagia ("had a period for 6 months"), urinary tract infection ("multiple utls and infections"), dysuria ("trouble peeing on self"), liver disorder ("liver disorder or disease"), hypertension ("high blood pressure"), the first episode of eye disorder ("eye problems"), hypoaesthesia ("numb in hands, feet and legs"), peripheral swelling ("swelling in hands and feet, legs"), vision blurred ("blurred vision/ vision issues"), tinnitus ("ringing in ears"), vascular pain ("pain in veins"), depression ("depression"), anxiety ("anxiety/mental anguish"), rash ("rash all over"), pruritus ("itching all over"), abdominal pain ("pain in left abdomen"), abdominal pain lower ("lower abdomen right and left side pain/ feels like a knife stabbing"), headache ("head pain constant"), allergy to metals ("nickel allergyno idea of exact allergy/ experienced a hypersensitivity reaction to nickel") with urticaria and rash, dysgeusia ("metal taste in mouth"), the second episode of eye disorder ("fluid behind eyes"), alopecia ("loss of hair"), complication of device removal ("she was advised of complications of her essure removal procedure") and sepsis ("sepsis") and was found to have blood urine present ("blood in urine"). The patient was treated with potassium, sulfamethoxazole;trimethoprim (bactrim) and surgery (ablation was done in end of 2009, hysterectomy with essure removal, oophorectomy in (B)(6) 2017, addtiional surgery to stomach bursting open/hernia surgery, appendix had to be removed and to remove scar tissue). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, migraine, arthralgia, pain in extremity, back pain, abdominal pain lower, eye pain and abdominal pain upper had not resolved, the genital haemorrhage, ovarian cyst, autoimmune disorder, hepatitis, appendicitis, appendicitis perforated, cholecystitis, incisional hernia, nephritis, scar, pelvic pain, menometrorrhagia, urinary tract infection, dysuria, blood urine present, liver disorder, hypertension, hypoaesthesia, peripheral swelling, vision blurred, tinnitus, vascular pain, depression, anxiety, rash, pruritus, headache, allergy to metals, dysgeusia, the last episode of eye disorder, alopecia, complication of device removal, urticaria and sepsis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, appendicitis, appendicitis perforated, arthralgia, autoimmune disorder, back pain, blood urine present, cholecystitis, complication of device removal, depression, dysgeusia, dysuria, eye pain, genital haemorrhage, headache, hepatitis, hypertension, hypoaesthesia, incisional hernia, liver disorder, menometrorrhagia, migraine, nephritis, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, peripheral swelling, pruritus, rash, scar, sepsis, tinnitus, urinary tract infection, urticaria, vascular pain, vision blurred, the first episode of eye disorder and the second episode of eye disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.